Event description:
It was reported that, "trying to implant the rod and screw, used set screw to hold in place, tried to redirect it and pulled it out and the little plastic piece popped off. Dr. Was not forcing it off, it came off very easily. This occurred with both set screws. The second time, second screw, the doctor left in place."

Manufacturer narrative:
Device was discarded by hosp staff. No evaluation will be performed. If the device or additional info becomes available it will be reported on a supplemental report.